Manufacturer narrative:
(B)(4). Our customer reported evaluating the device and calibrating the internal blender assembly per the service manual l1524. The customer has not requested a return good authorization (rga) for an analysis of the suspect gas delivery engine (gde). At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported that while in patient use, this ventilator was alarming low fio2". The patient was removed from this ventilator and no reported harm was reported with this event.